Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd (B)(4) leaked. The following information was provided by the initial reporter: when using a 2ml syringe to suck the medicine, it is found that the medicine is flowing out of the needle, stop the suction immediately and replace with a new syringe.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: when using a 2ml syringe to suck the medicine, it is found that the medicine is flowing out of the needle, stop the suction immediately and replace with a new syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1906102 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no signs of defect were observed. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident.